Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing and maintenance the monitor displayed an spo2 communication error message. Steps taken to troubl eshoot included swapping with known working sensors and power cycling the unit. The alarm failed when the malfunction occurred. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted evidence available displaying an error message. The unit passed all functional tests and meets medtronic specifications it also passed the chroma test and is operating within all specified parameters the issue was resolved by replacing the spo2 board. The internal battery was also replaced due to age and as part of routine maintenance. Additionally, the software was updated and the co2 board was recalibrated. It was reported that the monitor displayed an spo2 communication error message. The alarm failed when the malfunction occurred. The reported issue was confirmed. The most likely cause was was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.